Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm (nca): "early ceramic fracture (within 8 weeks post-op) after primary implantation of a cementless hip-tep without trauma. Revision surgery with replacement of components (inlay and hip head) of the implant was necessary." Doi: unknown, dor: unknown, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for analysis. Visual examination of the returned device confirmed the reported event. The ceramic insert was fractured into multiple pieces. Also an implant wear appearance was observed on the device's fragments. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the ceramic insert belongs to the shop order 7011396399. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device (121882750/9285546) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2021 indicate the patient received a left total hip replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2021 indicate the patient received a left total hip revision due to mechanical complication ¿ fracture of the liner. Head and liner revised. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.